Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: d274drg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing and diminished sensing. It was also reported the patient experienced a loss of atrioventricular synchronous pacing support due to the atrial undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.